Event description:
It was reported that the patient underwent a posterior spinal surgical procedure due to a spinal tumor. It was reported that approximately 3 weeks post-op the patient underwent a revision surgery due to a set screw separating from the bone screw at s1. Sometime later another set screw was found to be separated from the bone screw. The patient underwent an additional surgery to replace the hardware.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned for evaluation however films were supplied for review which found: lateral view of lumbar fusion l4-l5-s1. Pedicle screws are present on the right at all three levels with the left side spanning l5. Auto fusion is present across l3/4 anteriorly. No interbody fusion is noted at any level. Set screws have come loose with loss of fixation bilaterally at s1, leaving the l5/s1 level unstabilized bilaterally and the l4/5 level unstabilized on the left.